Event description:
It was reported that the device showed black image on the screen. Issue was found during a diagnostic procedure. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Device evaluation found shadow/black spots on the image. In addition, evaluation found dent on the device insertion tube (dent at the boot). The instrument biopsy channel noted to be leaking. Bending section found with fluid and dried after aeration. Follow up has been made to gather additional information regarding the event reported, however, no response is received from the customer. Investigation is ongoing. This report will be supplemented following investigation completion.